Event description:
It was reported by service report that the head end lift was not operational. The bed was in the full up position and the coupler was stripped of its dampener standoffs and the sensor cable coil wire was damaged/cut. No pt involvement or adverse consequences are reported.